Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161605 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m161605 , test base part number 190-430 / lot:m161605 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161605 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing was performed with pcr and generated negative results (CT values not provided). No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Additional information: per the customer this was for (2) two false positive results. Pcr confirmation testing was performed for both false positives and generated negative results.